Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4 lbs due to moisture damage force sensor resistor. The insulin pump was received with cracked display window corners, battery tube threads and scratched lcd window. (B)(4).

Event description:
The customer's spouse reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 97 mg/dl at the time of incident. The customer's spouse stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.